Event description:
As reported by the field clinical specialist, during a transseptal transcatheter mitral valve replacement procedure with a 29mm sapien 3 ultra resilia valve, balloon rupture occurred during post-dilation. Blood was seen in the syringe following the rupture. Tension was noted when removing the delivery system, and the team attempted to remove sheath and delivery system as one unit. The distal end of ruptured balloon remained in the patients body. A 26f gore dryseal sheath was inserted on the left side, where they attempted to snare the delivery system. Upon successful snare attempt, the delivery system was cut mid-balloon shaft. The snare was pulled into the sheath, then grabbed with a raptor device, and was removed from the body through the left side. Bilateral venogram did not show any vascular complications. Two units of blood were ordered but not administered during the procedure. Post-dilation was initially performed with +5 volume, followed by a second post-dilation with +10 volume, which led to the balloon rupture. On the following day, a valve-in-valve-in-valve procedure was performed in the mitral position. The patient was symptomatic prior to the intervention, presenting with heart failure. A 29mm valve was successfully implanted. Moderate paravalvular leak was observed after the valve was deployed. No actions were taken in response to the leak. No leaflet movement issues were reported. The patient remained in stable condition post-procedure.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or misuse of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. This is one of three manufacturing reports being submitted for this case.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated a2, b2, b5, b7, h1, h6, and h10. The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient (native mitral position) and procedure related factors (off label use) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of two manufacturing reports being submitted for this case.

Event description:
As reported by the field clinical specialist, during a transseptal transcatheter mitral valve replacement procedure with a 29mm sapien 3 ultra resilia valve, balloon rupture occurred during post-dilation. Blood was seen in the syringe following the rupture. Tension was noted when removing the delivery system, and the team attempted to remove sheath and delivery system as one unit. The distal end of ruptured balloon remained in the patients body. A 26f gore dryseal sheath was inserted on the left side, where they attempted to snare the delivery system. Upon successful snare attempt, the delivery system was cut mid-balloon shaft. The snare was pulled into the sheath, then grabbed with a raptor device, and was removed from the body through the left side. Bilateral venogram did not show any vascular complications. Two units of blood were ordered but not administered in the presence of the field clinical specialists. Post-dilation was initially performed with +5 volume, followed by a second post-dilation with +10 volume, which led to the balloon rupture. On the following day, a valve-in-valve procedure was performed in the mitral position, due to migration. The patient was symptomatic prior to the intervention, presenting with heart failure. A 29mm valve was successfully implanted. Moderate paravalvular leak was observed after the valve was deployed. No actions were taken in response to the leak. No leaflet movement issues were reported. The patient remained in stable condition post-procedure. One day post viv, the patient developed refractory shock despite aggressive support including mechanical circulatory support. She developed multiple organ failure due to widespread ischemic sequelae of shock including acute renal failure, shock liver, widespread ischemic bowel without overt necrosis, severe and refractory lactic acidosis, and suspected severe anoxic brain injury. Her course took a turn for the worse and after conferring with cardiology and her family, she was transitioned to comfort measures and expired rapidly and peacefully.